Event description:
It was reported that a revision is scheduled to remove two mobi-c implants for unknown reasons. There was no further surgical or patient information provided. This is report one of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is unrefuted for mobi-c implants (pn mb3575) for the failure of unknown issue leading to revision. Medical records were not provided for review. Device evaluation: product was not returned, photos and x-rays were not provided. Device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to trauma, patient conditions, operational conditions or other unknown events. DHR review and related actions per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00157.

Event description:
It was reported that a revision is scheduled to remove two mobi-c implants for unknown reasons. There was no further surgical or patient information provided. This is report one of two for this event.